Manufacturer narrative:
Evaluated 2 open or used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test per dop114-811 as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump , performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received repeated no delivery alarms. The customer's blood glucose was 187 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by changing reservoir after being assisted with troubleshooting. The reservoir will be returned for analysis.